Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose and treated with food. The customer reported that they slept without giving a bolus and had hyperglycemia. The customer reported that the blood glucose was 18 mmol/l in the morning and took the correction with insulin pump for four hours after breakfast, her blood glucose increased to 24 mmol/l. The customer reported slight symptoms of nausea. Troubleshooting was performed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer reported that the high blood glucose event began on (B)(6) 2017 at 10 am. The customer reported that the drive support was normal. The customer reported that there were no leaks. The customer reported that they have changed the basal rates at night. The customer reported that the basal rates are programmed accurately. The customer was assisted with high pressure test. The insulin pump passed the high pressure test. The customer was advised that the insulin pump functioned properly and the issue may be related to site and infusion set.